Event description:
It was reported that during the procedure to treat a moderately calcified, concentric, 99% stenosed, de novo lesion in the mildly tortuous proximal left anterior descending coronary artery, while advancing a 3.5x28 rx xience xpedition stent delivery system (sds) through a rotating hemostatic valve (rhv), resistance was felt against the rhv. The sds was withdrawn from the anatomy; when retracting the sds through the rhv, resistance was felt. Upon removal, it was noted that the distal part of the skive (shaft area by the guide wire exit notch) was kinked and was the cause of the resistance. The procedure was successfully completed using a new rx xience xpedition sds with the same rhv. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned for analysis. The kink and difficult to position/remove were confirmed. Based on a visual, dimensional, and functional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.